Event description:
Customer reported no osseointegration and mobility. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Bone quality at the time of implant failure type ii.

Manufacturer narrative:
Physical analysis cannot be performed. Implant not returned. No osseointegration and mobility were reported.